Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) , during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, resistance was felt during sheath insertion. The valve was unable to be advanced through the 14 fr esheath. A new kit was used with a 16fr esheath and the valve was implanted successfully. An artery dissection occurred with bleeding in the groin. The dissection was surgically repaired. The patient is stable post procedure.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The 14 fr esheath was returned with an introducer fully inserted through it and a 26 mm commander delivery system separately. The esheath was visually inspected upon return and the following was observed: the sheath shaft was slightly curved. The strain relief was torn, 0.75 inches in length, located 3 inches from comnut. The distal end of strain relief was damaged. A scratch was located 1 inch distal from distal strain relief. The sheath liner was partially expanded up until 7.5 inches from comnut. The tip remained unopened. Minor soft tip damage was observed. The sheath shaft was scratched near the distal tip. A minor kink was observed 4 inches from comnut underneath the strain relief. No abnormalities were observed on the valve or delivery system. Functional testing was performed and the delivery system was advanced through the sheath. The liner was fully expanded and the tip opened as designed. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. A review of procedural imagery showed the delivery system was caught midway through the sheath. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint a device history record (DHR) review of the work orders above did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no additional similar complaint for sheath shaft resistance, insertion difficulty, and sheath shaft damaged. A review of the complaint history from (B)(6) 2020 to (B)(6) 2021 revealed additional similar complaints for sheath shaft damaged and insertion difficulty for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance, insertion difficulty, and sheath shaft damaged were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per report, 'a little bit of force and resistance was felt at sheath insertion.' Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The case notes reveal the patient had 'heavy calcification of the vessels.' Additionally, the scratches observed on the sheath shaft are indicative of the sheath's interaction with calcification. The presence of calcification within the access vessel can create a constrained condition and likely contributed to difficulty inserting the sheath into the patient. Additionally, the damages observed to the sheath distal tip and strain relief are likely a result of interaction with calcification during sheath insertion. Furthermore, per report, 'as reported, valve was unable to be pushed through the 14 fr e-sheath.' The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. As such, available information suggests that patient factors (calcification) may have contributed to the complaint events. In this case, a vascular dissection occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. A product risk assessment (pra) escalation has been previously initiated to assess the risks associated with the high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).